Manufacturer narrative:
(B)(4). The t:slim g4 system mentioned is being reported under MFR# 3004753838-2017-02080.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy on both the continuous glucose monitor (cgm) and t:slim pump against the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.